Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unknown) the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the device was removed from service and biomed testing was unable to duplicate the malfunction.